Manufacturer narrative:
Device evaluation: the system was evaluated by a field service engineer. All modes of operation and calibrations were verified, and no failures were detected. The unit complied with all factory settings. A record review was performed. A product deficiency review was performed, and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents. And no new risks were identified as part of this investigation. A labeling review was conducted. The operator manual for the system was reviewed, and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR), for whitestar signature pro system (s/n#: (B)(6)) showed, that there were no issues or non-conformities. The system and its components met all specifications prior to being released. Manufacturing has been ruled out as a potential cause for the reported issue. Based on the investigation results, no corrective action has been issued. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Telephone: (B)(6). Manufacturer year 2017. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, it was reported a capsule tear occurred resulting in a vitrectomy procedure when using the signature pro phacoemulsification unit. The surgeon was able to complete the procedure successfully. A description of the event is that the signature pro had vacuum performance issues during the procedure and there are number of patients that experience chamber instability. No additional information was provided.